Manufacturer narrative:
The device was not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that during the implant procedure the patient experienced leakage of cerebrospinal fluid. The procedure was aborted and there have been no reports of further complications regarding this event.